Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system and the insulin started to shoot out. Customer's blood glucose was 169 mg/dl. Troubleshooting was performed and it was noted the drive support cap was flushed while the other side it's recessed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.